Manufacturer narrative:
(B)(4). Additional concomitant medical products: part: 11-107022, name: freedom constr. Liner +5 sz 23 lot: 256300, unknown mallory cup size 52mm, unknown 9mm taperloc stem. Reported event was confirmed by review of the provided medical records. Device history record (DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Review of the physical therapy progress notes stated that, the patient experienced a fall. The cause of the fall is unknown. Patient experienced bruising on the right hip and chest. An x-ray ruled out any fractures. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in medical records received that patient experienced bruising of the chest and contralateral hip, and limited activity following a fall. The cause of the fall is unknown. Attempts have been made and no further information is available at this time.